Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6fr glidesheath guidewire was returned for evaluation. Visual inspection of the guidewire under microscopy of each end was performed and revealed that the floppy end was verified to be normal. The stiff end and floppy end were measured to be 0.52 mm using a vernier caliper, which was within the manufacturers specification. Functional testing was performed. The returned guidewire was inserted into a needle and it passed through its length without any difficulties. No anomalies were noted during insertion or withdrawal. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor attempted to advance the wire into the needle it would not go through the needle. The patient was reported to be in good condition. The procedure continued as normal with a new device.